Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that around two days ago the patient's stimulation stopped working because eos (end of service) appeared. The patient noted that they thought they leaned against a magnet that caused the eos message to appear. The meaning of the screen was reviewed and the patient was redirected to follow-up with their healthcare provider (hcp). No symptoms were reported.